Manufacturer narrative:
Product name: actual ostomy product name is unknown. The end user could only provide: sur-fit natura moldable convex wafer. 510(k) number: exempt. Product code: exe. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user applied the wafer and the stoma size increased. This caused the wafer to cut the stoma "a little bit". The size of the cut was unknown. It resulted in bleeding in an amount that filled the pouch. The end user stated that "I looked like I was having my period". Her wear time was not provided. She stated that this occurred when "I was new" with the ostomy. Thereafter, she was admitted to the hospital for cauterization of the cut area. Reportedly, she switched to a competitor product. The bleeding resolved and the cut healed. Her stoma fluctuated in size between 38 and 45mm. No photo is available at this time.